Event description:
Customer reported via phone call that back light on insulin pump was dark and not functioning even after battery change. Customer's blood glucose was 126 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
During back light check, there was a portion of the panel that was not lit due to damaged panel. Unit had intermittent buttons due to flattened (creased) buttons dome switch. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.